Event description:
It was reported on a voluntary medwatch from a user facility that "small metal fragments were seen on the film", after the completion of a post-op chest x-ray following a surgical procedure. The instrument was checked and small fragments were noted missing from the rod bender instrument. No pt complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to detemine the cause of the event.